Manufacturer narrative:
(B)(4). The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined. However, the patient had significant underlying comorbidities which likely contributed to the failure of this pericardial valve. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted after an implant duration of one (1) year and two (2) due to mitral stenosis and fibrosis of the leaflets. The explanted device was replaced with a non-edwards mechanical valve. The patient also underwent tricuspid repair with a 30mm annuloplasty ring. Per obtained medical records, the patient had a history of known renal failure and was admitted to the hospital due to congestive heart failure and increasing shortness of breath. Echocardiogram showed severe bioprosthetic mitral valve stenosis due to non-movement of the leaflets and transvalvular gradients of 20-30mmhg. Intraoperatively, two of the mitral valve leaflets were found to be fixed in the closed position. No pannus formation or significant calcification was seen. The surgeon commented that the leaflets had fibrosed. The new valve was successfully implanted and the patient tolerated the procedure well and was taken to the intensive care unit in stable condition.